Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the devices are not allowing secondary infusions to be programmed. There was patient involvement but no harm.

Event description:
It was reported that the devices are not allowing secondary infusions to be programmed. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an secondary programming issues was not determined because no products or device logs were returned.